Event description:
The proximal segment of the lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No known patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The product associated with this adverse outcome was returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer, analyzed and subsequently tested out of specification. The outer insulation had breached depression. The outer insulation also had cosmetic depression. The proximal conductor had blood/body fluid (not obstructed). A visual analysis was performed only.